Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall. Since the fall, the patient noticed an increase in his recharge burden. The patient reported the charging interval has increased from weekly to daily. The patient's surgeon plans to replace the ipg. Surgical intervention will be undertaken at a later date to resolve the reported issue.